Event description:
It was reported that the patient experienced a replacement of an ams inflatable penile prosthesis due to unspecific reasons. A spectra was implanted. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient lacked mobility to use the pump. All components were explanted. The patient outcome was reported to be in recovery.